Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
When fire button was pressed, it did not fire the needle and the button stayed depressed. When radiologist removed the needle from the patient, the needle randomly fired on it¿s own.

Manufacturer narrative:
A review of the dhrs of the top level and sublots as well as the inspection records was conducted, and no deviations or non-conformances were found relating to this issue. One opened sample was returned from the customer for review. A visual inspection and testing was performed on the returned product. The device was working fine and firing on all three stroke lengths from rear and back trigger both. No corrective action can be taken at this time because the issue cannot be duplicated in laboratory settings.

Event description:
When fire button was pressed, it did not fire the needle and the button stayed depressed. When radiologist removed the needle from the patient, the needle randomly fired on it¿s own.